Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's medtronic startright representative reported via official documentation that the patient was experiencing frequent hyperglycemic and hypoglycemic events. The patient had a high blood glucose of 400 mg/dl a month ago, and a low blood glucose of 40 mg/dl last month. Troubleshooting was declined since the customer was at work while reporting to his startright representative. The customer did see moisture droplets that may indicate a potential infusion set or reservoir leak. No products were returned or replaced at this time.